Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that (B)(6) 2010: patient presented with a four-year history of back pain radiating to her legs, right more than left, better with bending forwards. MRI scan showed spondylolisthesis, l4-5, with stenosis and also stenosis of the foramen, getting worse in flexion. Pre-op diagnosis: spondylolisthesis l4-5 and stenosis. Patient underwent bilateral laminectomy, median facetectomy, foraminotomy, and discectomy l4-5, and attempted placement of interbody cages but the cage on the left side is not in the right position, but there was continuous horrendous bleeding when the disk space was exposed and the surgery was aborted after 4 liters of blood loss. Per op notes, there was a single vein that bled approximately 1 litre in 5 minutes. Surgeon very gently put surgicel caudally and cranially from the disc space and cauterized the veins over the disc space and displaced them lateral to expose the disc space but, again, there was tremendous bleeding every time that we had to remove some of the surgicel. Conclusion: decompression, bilateral l4-5, but abandoned attempt at placement of interbody cages because of tremendous bleeding. (B)(6) 2010: patient had undergone bilateral laminectomy, median facetectomy, foraminotomy, and attempted diskectomy l4-5 pius, placement of a interbody cage on one side, but there was continuous horrendous bleeding when the disk space was exposed and the surgery was aborted after 4 litres of blood loss. Today patient was brought back to finish the interbody fusion. Pre-operative diagnoses: spondylolisthesis l4-5, and status post decompression, but abandoned attempt at interbody fusion because of horrendous bleeding five days earlier. Patient underwent re-opening of incision and placement of a 16 x 21 mm ray interbody cage, and filling of the cage which was already placed, mostly interosseous at l4, and the newly placed cage with morselized autologous bone, and bmp, and application of morselized autologous bone and bmp in the disk space. Per op notes, the smallest amount of bmp was cut and placed in the cages that were already present now, and surgeon covered this again with little bone chips and placed the end caps in both cages. Surgeon also placed bmp in the disk space and covered this further with autologous bone and then with surgicel. There were no complications. Conclusion: finishing of earlier aborted surgery five days earlier, where decompression had been done already, but interbody fusion at l4-5 had not been done, which was performed today. (B)(6) 2010: patient was discharged in stable condition with following discharge diagnosis: spondylolisthesis l4-5 and stenosis. Status post bilateral laminectomy, median facetectomy, foraminotomy, and discectomy l4-5. Status post lumbar fusion.